Event description:
It was reported that the deep brain stimulation (dbs) patient experienced shortness of breath after the lead implant procedure. The physician assessed a pulmonary embolism was the cause of the reported event, but that the embolism was not related to the device or procedure. The patient was prescribed pharmaceutical therapy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred on or around (B)(6) 2024. Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: (B)(6).